Manufacturer narrative:
Complete information for patient information, patient identifier: multiple = sid (B)(6), sid (B)(6), and sid (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported (B)(6) architect hbsag, havab-igg, and hiv results on three patients. The results provided were: the customer stated the results are discrepant and do not repeat. The results provided were: on (B)(6) 2019 sid (B)(6) hbsag = (B)(6), on (B)(6) = (B)(6); on sn (B)(4) = (B)(6); on (B)(6) 2019 sid (B)(6) havab igg = (B)(6); sid (B)(6) on (B)(6) hiv= (B)(6) / on (B)(6) = (B)(6). There was no reported impact to patient management.

Manufacturer narrative:
During the subsequent site visit, the abbott field service engineer (fse) observed that neither washzone 1 or 2 were dispensing correctly. The fse replaced the valve manifold kit (rohs)_part number 7-77612-03, which resolved the issue. The fse verified the system function by performing a successful control run. No additional false nonreactive results were reported. Return testing was not completed as returns were not available. A review of the architect i2000sr, serial number (B)(4) service history revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i2000sr service and support manual contains adequate information for the troubleshooting, removal, and replacement of the valve manifold kit. A review of the architect i2000sr platform data revealed no systemic issues or trends associated with the discrepant result issue described in this complaint. A 12-month search for similar complaints for the valve manifold kit identified no trends. Based on the investigation no product deficiency was identified for either the architect i2000sr, serial number (B)(4), or the valve manifold kit (rohs)_part number 7-77612-03.